Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure at 35 minutes and 40 seconds and 38,000 joules. The procedure was completed using a second fiber. The outcome was reported as "no injuries reported".

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.